Event description:
Generator product analysis was completed. The generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The lead is still pending completion of product analysis.

Event description:
Low impedance was seen on the patient's vns. Tablet data was received and reviewed. The 25% change in impedance history was reviewed and the first recorded date of low impedance was noted. No other anomalies were noted in the decoder. The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Lead analysis was performed. Visual inspection of the lead indicated that it appeared worn to the point of break on the negative coil. Additionally, abraded openings were identified on both the inner and outer tubing in various locations. The dried remnants of body fluids were found in the inner and outer tubing with no other point of entry apart from the abraded openings and cut ends.

Event description:
The explanted generator and lead were received by the manufacturer and are pending completion of product analysis. No additional relevant information.